Event description:
Customer reported an unexpected negative result on echo, using capture-r ready screen 3 (crrs) when testing a patient sample with a history of anti-k.

Manufacturer narrative:
Reactivity of the k antigen was confirmed on retention crrs (3), lot r056.testing was performed with customer's returned patient sample using crrs (3), lot r056 on an in-house echo. Sample exhibited 1+ reactivity with the k+ cell of retention crrs (3). Sample was nonreactive with returned product. Did not receive enough returned product for confirmation testing.hemagglutination tube testing was performed with customer's patient sample using selected k+k+ and k- cells from retention panocell-16, lot 30574. Immuadd, lot 7n5514, was used as potentiator and testing was performed at all temps. Sample exhibited 1+ to 3+ reactivity at is and 15'rt, weak (+w) to 2+ reactivity at 20'37c, and +w to 1+ reactivity at iat with all k+k+ and k- cells. Sample is qns for additional testing. Sample also appears to contain an additional (igm) antibody.